Event description:
It was reported that a patient presented for an unrelated procedure. During the procedure, the device set screw was found to be stripped. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped. This prevented full contact with the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.